Manufacturer narrative:
The device was returned to our us facility as stated in section d9 and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the "doctor wasn't able to get the necessary desired flow to get to pneumo state". No negative impact in state of health reported.

Manufacturer narrative:
Per evaluation findings by the manufacturing site: during the manufacturer's technical inspection, the error description provided by the customer, "doctor wasn't able to get the necessary desired flow to get to pneumo state", could be confirmed. The cause of the error can be attributed to residues on the pressure controller due to frequent use. The additional determined issues are independent from the reported failure from customer. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. This event is filed under internal complaint ID (B)(4).